Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary tritanium hemi solidback cup 54mm; cat# 500-03-54e; lot# mlple3. Delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 41269301. Size 4 accolade ii 127 deg; cat# 6721-0435; lot# 41538008. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient is part of the tritanium primary acetabular shell study. She reported pain in the study hip during the 6-year follow-up visit and states she is not sure if pain is actually from hip but it is in hip. Patient mostly experiences stiffness when standing, especially from a squatting position. Operative side is right. Patient has not been revised as of the event date.